Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm vessel sealer extend instrument was analyzed and was found to have a found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade cannot be retracted back hence initialization failure. The instrument was unused and has all its lives. Root cause attributed to manufacturing. Additional findings related to customer reported complaint: the instrument was found to have failed during initialization both bason log review and during in-house testing. The instrument was placed on an in-house system and failed and initialization tests on 3 out of 3 attempts. Review of the dsp logs displayed four "mdtrace_vs_home_fail errors. The blade cannot be retracted back as a result of dislodged return spring at the proximal end. The instrument was found to have an engagement failure based on the log review. When placed and driven on the in-house system, the instrument passed engagement test but failed initialization test. There are no reviews on msc logs. The engagement logs had one failure displayed "mdtrace_tool_ms_engage_fail '. The instrument has all its lives. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument had an exposed blade. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck on tissue as the instrument failed self-check prior to use. The instrument did not work at all during the procedure.